Event description:
While using clip applier during surgery, clip was applied and the applier would not let go of tissue. The clip applier should apply a clip and then release tissue. This time, the tissue was trapped in the appliers jaws. Tissue was removed from patient.